Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. Lead insertion test performed and passed. X-ray showed no alignment abnormalities or obstructions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported they were unable to connect the lead to the implantable neurostimulator (ins). The issue occurred during the procedure to implant the ins after a stage one trial. During troubleshooting, the lead was removed from the ins and the setscrew loosened. The lead had been reinserted numerous times. Due to not being able to connect, the ins was never implanted and was replaced. The issue was then resolved.